Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a hemorrhoidectomy procedure, after the doctor fired, some parts of the staples were bent outside and it did not connect the tissue at the right position. There was a lot of bleeding because it cut tissues without complete stapling. The doctor insisted there was no problem at the firing and he did it at a strong grip. The case was done well with suturing. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Washer uncut. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: "it did not connect the tissue at the right position." Means that the staple was not placed in the tissue, it put outside of the tissue after the doctor fired the trigger, therefore the cut area was not sealed rightly by the staple.